Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurate high as compared to the his feelings/normal results. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2011. The mss was advised by the patient that on (B)(6) 2011, between 5:00am and 6:00am, he obtained the alleged high reading of '137mg/dl'. The patient stated that he tests once a day and that his normal readings are usually between '92 mg/dl to 116mg/dl'. The patient manages his diabetes with 500mg of metformin taken twice a day, and stated increasing his morning dosage of metformin from 500mg to 1000mg in response to the reported issue. A few hours after the alleged product issue occurred, the patient claimed to have developed symptoms of 'dizziness, aches, and blurry vision (which he associates for both high and low sugars'. The mss was informed by the patient that in response to these symptoms, he "just slept them off, went back to his normal dosage of oral medication and watched his diet." At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. The cca noted that the control solution range fell within the acceptable range. Replacement products have been sent to the patient. Although the patient did not receive any treatment after the alleged product issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4), 2011 the test strips involved with this complaint were tested and found to have failed for control solution high. The retain test strips were ordered and passed all testing. On (B)(4), 2011 the meter was tested and no faults were found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.